Event description:
It was reported that there was an unintended rate change. On (B)(6) 2020 from 9am to 12pm a patient was being intubated and had 4 critical drugs infusing at the time. The device infusing 9mcg/min of norepinephrine, changed to a kvo rate without an alarm, resulting in the medication not being infused. At the time of the event midazolam, dopamine, and heparin were also infusing. The event occurred in the emergency department and the patient involved was an adult female. It was reported that there was a decrease in the patient's blood pressure due to the event. As a result, it was noted that the norepinephrine was titrated to 15 mcg/min then to 25mcg/min to treat the hypotension. Although requested, no blood pressure readings or additional patient information was provided. The patient was transferred from the emergency department per orders.

Manufacturer narrative:
Additional information provided: d.11 the patient was an adult. The reported issue that the device infusing 9 mcg/min of norepinephrine, changed to an unintended kvo rate without an alarm, resulting in the medication not being infused could not be confirmed. The log data recorded that the pump module sn (B)(4) when infusing at 9 mcg/min (rate=16.875ml/h) had a remaining vtbi at 7.781ml. Approximately 28 minutes later the infusion had completed as programmed and entered kvo mode with the rate left unchanged. Per the log the audio and visual alert for infusion complete had occurred. There was no action recorded that the audio had been silenced. The infusion was restarted with a new increased dose and vtbi approximately three minutes after kvo had occurred. The log data recorded the rate did not change when the infusion completed, entering kvo mode, and that the system did alarm with ¿infusion complete¿. A device malfunction is not believed to have occurred. No device is returned for investigation. The log data recorded that the pump module sn (B)(4) when infusing at 9 mcg/min (rate=16.875ml/h) had a remaining vtbi at 7.781ml. Approximately 28 minutes later the infusion had completed as programmed and entered kvo mode with the rate left unchanged. Per the log the audio and visual alert for infusion complete had occurred. There was no action recorded that the audio had been silenced. The infusion was restarted with a new increased dose and vtbi approximately three minutes after kvo had occurred. No device testing could be performed because no instrument devices were returned. H3 other text : no devices received, log review only

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no additional patient demographics were provided.

Event description:
It was reported that there was an unintended rate change. The device infusing 9mcg/min of norepinephrine, changed to a kvo rate without an alarm, resulting in the medication not being infused. At the time of the event midazolam, dopamine, and heparin were also infusing. The event occurred in the emergency department and the patient involved was an adult female. It was reported that there was a decrease in the patient's blood pressure due to the event. As a result, it was noted that the norepinephrine was titrated to 15 mcg/min then to 25mcg/min to treat the hypotension. Although requested, no blood pressure readings or additional patient information was provided. The patient was transferred from the emergency department per orders.